Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the administration port connector (spike port) was observed to be detached from the port tubing. The reported condition was verified; however, the cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.